Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl and current value was 265 mg/dl. Customer stated the needle was bent. The customer stated that they had nausea. The customer stated that the auto mode feature was active. The customer declined troubleshooting for high blood glucose. The insulin pump will not returned for analysis.